Manufacturer narrative:
Upon further investigation, this case has been downgraded as it was confirmed that the customer had device confused with the ev300 ventilator. When the ev300 is powered on it comes on in a ¿standby¿ and not immediately ventilate. The v60 does just power on and start to ventilate and the rse explained the difference to the customer between the two devices. The customer was just confused with operation of device. No fault with the v60, as it works as expected. This record was created for assistance only. There was no allegation of a device malfunction, deficiency with identity (e.g., labeling), quality, durability, reliability, safety, effectiveness, or performance of a device. Therefore, this complaint no longer meets reportability requirements. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not go into standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse informed the customer of the proper operations of the device. The investigation is ongoing.